Event description:
The head theater nurse reported to our sales rep, drilling the femur, the drilling shaft opened (helix/coil). It was further reported, that you can see residues in the open shaft.

Manufacturer narrative:
Na